Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that confirmed customer complaint of, defective latch/lock sensor, through latch lock test. Replaced latch/lock sensor and latch/lock mechanism. Validated repair through latch/lock test. Upon further investigation, found dso seal delaminated and uso seal delaminated. Replaced dso seal and uso seal. Performed dso/uso calibration. Validated repair through dso/uso sensor test. Performed pvt. Unit pass all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during testing the pump experienced a defective latch sensor. There was no patient involvement.